Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged empty cartridge alarm issue was verified in the pump logs; however, no failure was identified. Based on the analysis, the alleged insulin gauge issue could not be verified.